Event description:
It was reported that before a hemicolectomy procedure, the nurse was asked to provide a device for use during the procedure and when she removed the sterile pack from the outer box she noticed that the inner 'peel off' backing had a large 'slit' down it. Therefore, the sterility of the device had become compromised and the device rendered unusable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.